Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. Vacuum failure was noted. To address the issue the fse replaced the front end board. All functional and safety tests were performed and passed to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient autofill errors occurred frequently on the cs300 intra-aortic balloon pump (iabp), the iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use in a patient autofill errors occurred frequently on the cs300 intra-aortic balloon pump (iabp), the iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.